Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4).

Event description:
Medwatch number: mw5084416. It was reported (via FDA medwatch) that a patient of unknown age who underwent breast prostheses implantation with mentor gel implants for unknown indication on (B)(6) 2001 was "very sick; admitted for 5 days silicone found in full lymphatic system and liver." The patient underwent explantation on (B)(6) 2018. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. Assessing the risks of breast implants and FDA¿s vision for the national breast implant registry no contact information was provided, therefore no follow up can be completed and there is no additional information available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the left implant.